Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge load process. The customer's blood glucose level was reported not to exceed 500 mg/dl, indicating there was no adverse impact on it. The customer waited for the prompt in the tandem mobi mobile app to replace the cartridge and successfully resumed insulin therapy, and this was the first time they reported this type of alarm with their device.